Event description:
It was reported that while being connected to the homechoice (hc), the home patient (hp) re-primed the supplies that were previously used during therapy that was ongoing prior to the 2.5 hour house power outage. The technical service representative (tsr) assisted the hp with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error - reuse single-use product, where the home patient (hp) was re-priming the supplies that were used in the therapy prior to the house power outage. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.